Event description:
The center reported that the patient's overall performance with the c1 device has been poor. Programming adjustments are limited due to issues with facial nerve stimulation. Due to the patient's continued poor performance, a decision was made to explant the patient's device. A surgery date has been scheduled.